Event description:
Related manufacturer reference number: 2017865-2021-30055. It was reported that the patient presented for a routine device exchange. During procedure, insulation breaches were observed on the atrial and right ventricular lead. The leads were explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.